Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 26-jan-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-jan-2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date 26-jan-2024 in the formatted history file.  Sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 07:58:48.000 (B)(6) 2024 08:08:00.000 (B)(6) 2024 04:59:03.000 (B)(6) 2024 05:09:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 04:40:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 05:05:56.000 (B)(6) 2024 06:09:19.000 (B)(6) 2024 06:19:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 06:20:04.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 06:20:25.000 (B)(6) 2024 06:20:33.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 10:05:59 pm. There was no power data available for the date of (B)(6) 2024 at 04:40:00.000. Unable to check power data for low battery alert. No low battery alert noted during testing. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (21.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. There was no data available to verify customer's daily total of all insulin delivered surrounding the event date of 26-jan-2024 listed on smartsolve and the days prior to the event date. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was passed away at home on (B)(6) 2024. The primary cause of the death was heart attack. The blood glucose value at the time of the heart attack event was 270 mg/dl. The event involved product(s) mmt-7040a, unomedical, mmt-332a, mmt-7841zn and mmt-1884l. Troubleshooting was performed and it was noticed that the pump and sensor was worn during the time of the event. It was noticed that the product mmt-1884l was returned for analysis.